Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b3, b4, e1, g3, g6, h2, h3, h6, and h11. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02169, 3007963827-2024-00245 and 0002648920-2024-00207. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: persona cruciate retaining left size 7 pps narrow femur catalog#: 42508006201 lot#: 66232292. Persona articular surface medial congruent (mc) left 10 mm height catalog#: 42512100710 lot#: 66020015. Spiked keel left size e osseoti tibia catalog#: 42535007101 lot#: 66351712. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee manipulation under anesthesia approximately one month post implantation due to pain, stiffness, and limited range of motion. Following the procedure, the patient immediately started physical therapy and the event improved.